Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported the infusion sets have leaked insulin near the cannula for the past 3 months. He has experienced hyperglycemia in the 300's mg/dl as a result. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.